Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. The asp evaluated the device and determined that this was a malfunction of the battery which was replaced by the customer, and the device was returned to full functionality. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the battery. The customer replaced the battery to resolve the issue.

Event description:
Philips received a complaint on the heartstart xl+ defibrillator/monitor indicating that the battery needs to be calibrated. There was no patient involvement.

Event description:
Philips received a complaint on the heartstart xl+ defibrillator/monitor indicating that the battery needs to be calibrated. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.